Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the act button is not working, and the device is not delivering insulin. The customer's blood glucose at the time was 120mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to moisture keypad traces. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.